Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, complete vaginal prolapse, pelvic pain and pressure and severe pelvic adhesive disease.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation with concurrent procedures of sacrocolpopexy and lysis of adhesion. After mesh implantation the patient experienced dyspareunia, mesh erosion and bowel disturbances. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and an obturator sling was implanted. It is reported that the patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02829. The same patient is represented in each medwatch.